Event description:
Gemini pumps malfunctioned x 3 within 24 hr time frame. Malfunction consisted of pump shutting down reading "system failure." Pumps taken out of svc, MFR contacted. No adverse pt outcome. Add'l event date 9/2/99.